Manufacturer narrative:
Complete information from section a1 patient identifier: sid: (B)(6). All available patient information has been included. No additional patient details are available. A complaint investigation was conducted for the alinity I-series processing module, serial number: (B)(6). The customer observed run initialization errors and inspected the module. Upon inspection the pre trigger was not filling up and the alnty ci snsr bsl was determined to be the cause. The part was replaced, and the issue was resolved. No additional discrepant result issues have been reported since the part was replaced. The instrument service history review revealed no additional tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Review of tracking and trending did not identify an increase in complaint activity related to the complaint issue. Labeling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency was identified.

Event description:
The customer reported issues with the pre-trigger solution with the alinity I processing module (sn: (B)(6). The customer further reported an event of falsely decreased alinity I intact pth. The customer communicated that they were getting negative (i.e. Results of 0) for qc around the same time of the decreased alinity I intact pth. The customer provided the following data: sample ID: (B)(6) initial result was 0.1 pmol/l. The customer re-ran the sample on another analyzer (sn: (B)(6) and obtained results of 100.6 pmol/l & 104.6 pmol/l. (Customer reference interval: 1.6-9.0 pmol/l). Per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.